Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic display anomaly. Programming changes were performed to resolve the issue. The patient condition was stable.